Event description:
It was reported that during an implant procedure, it was difficult to position the lead, due to the patient having small vessels. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; distal conductor blood observed; blood/body fluid in outer tubing; blood on helix. The full lead was returned and analyzed.